Manufacturer narrative:
The pump was not returned for evaluation, as it remains in use supporting the patient. Evaluation of the submitted log file showed motor stops and confirmed the reported low speed operations. Although the log file evaluation could not conclusively determine the specific cause for the low speed operations, the captured events appeared consistent to a potentially compromised wire in the percutaneous lead. However, suspected percutaneous lead damage was not confirmed. The patient remains on an ungrounded patient cable, and no further related events have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was experiencing low speed events only when he was connected to the power module. The manufacturer¿s technical services arrived onsite for testing. Low speed events could not be reproduced through manipulation of the external portion of the driveline. A low speed event was observed upon the patient performing a twisting motion from his torso. X-rays were evaluated and no areas of concern were observed. The patient remained asymptomatic at the time of the event. The patient was given an ungrounded patient cable for use until heart transplant. No further intervention was planned.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.